Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient underwent the surgery with the g3 nail in (B)(6) 2011. The surgeon found through the x-ray that the lag screw had been cut out from the femoral head. Therefore, the patient underwent the removing surgery of the lag screw and the bha revision surgery on (B)(6) 2011.